Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 29mm epic valve was implanted in the mitral position. On (B)(6) 2016, grade IV mitral insufficiency, dyspnea and acute pulmonary edema were observed. The 29mm valve was explanted and replaced with a 27mm epic valve.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, a 29mm epic valve was implanted in the mitral position secondary to endocarditis of the native valve. On (B)(6) 2016, grade IV mitral insufficiency, dyspnea and acute pulmonary edema and cardiogenic shock were diagnosed. The 29mm valve was explanted and replaced with a 27mm epic valve. Upon release of the aortic clamp, fibrillation was noted and temporary pacing was required. The explanted 29mm epic valve was sent to pathology and no signs of endocarditis were observed. The patient was transferred to the ICU with good lv and rv function as confirmed on intra-procedural tee.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.